Event description:
Complainant alleges "the suture passer snapped in half twice, causing increased bleeding for their patients. When it breaks, the surgeon must retrieve a portion left inside the patient."

Manufacturer narrative:
The device is not available for evaluation. The investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.